Manufacturer narrative:
Product complaint #(B)(4). Additional information: a1, b7. Additional information has been requested and received. Were any cultures taken? Results? I am unsure, patient did have to go to dermatologist for follow up appointment, placed on steroid pack. Please describe how was the adhesive was applied. ¿ adhesive was applied to clean, dry, intact incision per dr. What prep was used prior to, during or after adhesive use? - chloraprep was used for prep at beginning of the case. Was a dressing placed over the incision? If so, what type of cover dressing used? ¿ no dressing was placed over. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? ¿ no known allergies to anything other than latex. Is the patient hypersensitive to pressure sensitive adhesives? Not to dr knowledge. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient demographics: initials / ID, gender, age or date of birth; bmi ¿ (B)(6) / underage of 50 / unknown bmi ¿ I was not able to obtain this information. Patient pre-existing medical conditions (ie. Allergies, history of reactions) only allergies were latex listed from patient. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown, dr doesn¿t do screening. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Not to knowledge of surgeon. Product lot of products used? Unsure ¿ they do not chart lot numbers for these supplies in medical record. What is the physician¿s opinion as to the etiology of or contributing factors to this event? She feels like it was a bad batch, she is unsure why every few years she gets a few reactions around the same time, ensured no formula has been changed. Followed up in cases to ensure proper application from residents, surgeon. Is product available to return for analysis. - unavailable to return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a kidney transplant. Donor on an unknown date in 2025 and topical skin adhesive was used. The patient had reaction to adhesive. Product is not available for return. Three incision sites and up tp 2/3 cm outside of the incision. Patient was prescribed oral steroids and was referred to dermatologist placed on prescription creams. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.